Event description:
It was reported that during an unk procedure, staples would not hold. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 03/05/2008. Info anticipated, but unavailable at this time.